Event description:
IT WAS REPORTED THAT PRIOR TO THE ATTEMPTED IMPLANT OF A TRANSCATHETER AORTIC VALVE USING A TRANS-CAROTID APPROACH, A PRE-IMPLANT BALLOON AORTIC VALVULOPLASTY (BAV) WAS PERFORMED WITH A NON-MEDTRONIC 20 MILLIMETER (MM) BALLOON DUE TO THE PATIENT'S BICUSPID NATIVE VALVE. FOLLOWING INSERTION OF THE DELIVERY CATHETER SYSTEM (DCS) INTO THE PATIENT, UPON ATTEMPTED CROSSING OF THE NATIVE VALVE, IT WAS NOTED THAT THERE WAS A "JUMP FORWARD" ON THE CATHETER. THE VALVE WAS ULTIMATELY IMPLANTED AT A DEPTH OF 2 MM ON THE NON-CORONARY CUSP (NCC) AND 5 MM ON THE LEFT CORONARY CUSP (LCC). UPON REVIEW OF IMAGING, AN ASCENDING AORTIC DISSECTION WAS NOTED. IT WAS PLANNED TO OBSERVE THE PATIENT BEFORE PROCEEDING WITH ANY INTERVENTION.

Manufacturer narrative:
SECTION D INFORMATION REFERENCES THE MAIN COMPONENT OF THE SYSTEM. OTHER RELEVANT DEVICE(S) ARE: PRODUCT ID: EVFXPLUS-29, SERIAL/LOT #: (B)(6), UBD: 09-MAR-2028, UDI#: (B)(4). H6. THE CODES PRESENT IN SECTION H6. CORRESPOND TO MULTIPLE COMPONENTS/PRODUCTS THAT COMPRISE THIS REPORTED EVENT. MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Event description:
Additional information was received that a pericardial window was performed later the same day. The next day, the patient died. Per the physician, the valve did not cause or contribute to the dissection; however, the DCS was a potential cause.

Manufacturer narrative:
Updated Data: B2. B5. H1. Additional Codes. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.